Event description:
It was reported by the rep the device was used during a thoracoscopy procedure. It was reported the instrument would not fire. It was also reported that in further examination that some staples appeared to have fallen out and lock out occurred. Another atw35 was opened to finish the case. There was no consequence to the pt.